Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were going to seek emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 37 to 34 mg/dl at the time of the incident. The customer was at 87 mg/dl before the low. The customer used food to treat. The customer experienced symptoms such as dizziness. The customer was wearing the insulin pump during the incident. The customer was unsure if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump over delivered. Troubleshooting was not completed. The customer had forgotten to fill the tubing but had already attached the set. The customer inserted new tubing and there was insulin in the tubing at the moment of the call. The insulin pump will not be returned for analysis.